Manufacturer narrative:
The involved sample was returned for evaluation. The sample was decontaminated, visually examined and leak tested. The reported leakage at the tubing connection to the centrifugal pump was confirmed. A review of the device history record confirmed that the pack was built to customer specifications and did not indicate any production related problems. A review of the complaint records confirmed that this lot number has not been reported previously. The device labeling does address the potential for leakage in the instructions-for-use with a recommendation to carefully observe connections before and continuously during use. All available information has been placed on file on quality assurance for tracking, trending, and follow-up.

Event description:
The user facility reported that blood began leaking from the tubing connection of the centrifugal pump during a case. There was reportedly no harm to the patient and no medical intervention was needed as a result of this event. The reported blood loss is estimated to be 5 cc. Additional event specific information was not available.